Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported " the hcp failed to fire the skin stapler(not firing) during use on patient for suturing". The patient's current condition is unknown.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the front three staples in the cover block were severely misaligned. The stapler was returned with the trigger not engaged, and there were no signs of biological material on the device. The stapler was received with 41 staples left in the cartridge. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staples would fire. Multiple attempts were made, but no staples fired. The stapler was disassembled, and it was observed that the saddle spring was crooked and barely attached to the pusher. Die casting anomalies were discovered on the forming tool of the returned sample. No other defects or anomalies were observed. The customer did not provide a lot number; therefore, a device history record review was performed based upon two lot numbers taken from the sales history data of the customer. No relevant findings were identified. The reported complaint was confirmed based upon the sample received. Visual examination of the returned stapler revealed that the front three staples in the cover block were severely misaligned. The stapler was received with 41 staples left in the cartridge including the staple sticking out. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staples would fire. Multiple attempts were made, but no staples fired. The stapler was disassembled, and it was observed that the saddle spring was crooked and barely attached to the pusher. Die casting anomalies were discovered on the forming tool of the returned sample. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported " the hcp failed to fire the skin stapler(not firing) during use on patient for suturing". The patient's current condition is unknown